Event description:
The physician's assistant was wearing the gown during a left total knee arthroplasty and reported a strike through to her surgical scrubs. This was reported to operating room supervisor. The sales representative for kimberly clark was notified. The gown was sent to the safety office. This is the only reported incident of strike through. We did not pull the remaining stock at this time. This is not the first issue with this gown. Other issues were the gown shredding, fuzzing up on the sleeves, and ties tearing off the gown easily.